Event description:
Healthcare professional reported left side device removal due to "textured/rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: weight to spec, yellow biological tissue in the shell and green particles in the shell. Cloudy in the gel observed after autoclave cycle. Device is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device removal due to "textured/rupture." Device has been explanted and replaced.